Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose excursion with hospitalization, while allegedly on the insulin pump. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced a blood glucose issue with hospitalization while on the insulin pump, and the pump could not be ruled out as a contributing factor.